Manufacturer narrative:
The received device had the cannula assembly deployed. The internal portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It cannot be determined when, or how this damage occurred. No other defects, or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 400 mg/dl. The pod was worn on the patient's arm for between 1 and 4 hours. As treatment, a new pod was applied.